Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: patient was implanted with plate and screws on an unknown date for a radius fracture on the left side. Patient was initially treated conservatively. The patient suffered from a malunion. The alignment of the radius bone needed to be changed. Patient was returned to the o.r. On (B)(6) 2012 for correction osteotomy. On (B)(6) 2012, it was noted that the plate broke post-operatively. It was reported that all four screw heads are jammed in the plate. The hardware was removed; date unknown. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Additional narrative: device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The examination of the manufacturer documents, technical drawing and raw-material inspection certificate showed that the chemical composition, microstructure and mechanical properties correspond to the plate. The dimensions were checked and found to be in compliance with technical drawings and ao asif specifications. The failure was due to axial and dominant dynamic bending loads which led to the material fatigue. The product was examined with a sem: based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.